Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened keypad dome. J2 keypad connector was found closed properly during our visual inspection. No button error alarm. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 500mg/dl. The customer treated with an IV drip. The customer indicated that the pump alarmed button error and the keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.